Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation connected to an unknown device. Visual inspection was performed, and no defects were observed. Functional tests were performed, and the device operated per specification. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.(B)(4).

Event description:
The customer reported to baxter (B)(4) that a catheter ext set - (B)(4) only microbore 15.2cm w/luer lock had a leak that was observed at the connection between the male luer and an unknown product. The condition occurred during infusion on a patient. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. A follow-up report will be submitted if additional relevant information or samples become available. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). After further testing, the female luer was found to not meet specification for the inside diameter. Therefore the report of a leak was confirmed. A CAPA has been opened in order to address this issue. If additional relevant information becomes available, a follow up report will be filed.